Event description:
A caller reported an incorrect time setting on their device, with a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in updating the pump time and was advised to monitor and follow up if the issue recurred, to which the caller acknowledged understanding.